Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted.

Event description:
It was reported that during turn of the device, the pmd came apart inside of the patient resulting in the device breaking into two pieces with the internal mechanism completely unattached. There were no adverse consequences reported and there is no other information known at this time.

Manufacturer narrative:
Within the visual examination of the provided picture as well as the returned device components it was revealed that the distractor rod was broken at the anti-reverse mechanism area and the anti-reverse mechanism was still activated fixating the broken of distraction rod part. After demounting of the distraction rod part out of the anti-reverse mechanism, a heavy pressure mark was found. This pressure mark resulted from high torsional forces by turning the distraction rod in counterclockwise direction in combination with an activated locking mechanism. This resulted in the breakage of the distraction rod. The breakage surface shows the appearance of a forced rupture due to too high torsional forces. Based on the performed technical investigation of the returned device components the root cause could be clearly identified and attributed to a usage related handling issue by turning the device in the wrong direction (counterclockwise) instead of correct direction (clockwise).

Event description:
It was reported that during turn of the device, the pmd came apart inside of the patient resulting in the device breaking into two pieces with the internal mechanism completely unattached. There were no adverse consequences reported and there is no other information known at this time.